Event description:
It was reported that: during a case, the anesthesia machine posted an alarm message indicating reverse flow. The crna recognized that the expiratory valve disc was remaining stuck up and not dropping. The crna tapped on the valve and the disc would drop. The crna continued this to complete the case using the machine. No patient injury.

Manufacturer narrative:
As reported by the customer, the valve disc would remain open unless the valve disc cover was tapped on. The expiratory valve was replaced by the customer and the machine functioned normally as per the customer. The customer did not wish to return the part for further investigation. The reported symptom was attributed to a faulty valve disc or expiratory valve.